Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d9, h2, h3, h6 device evaluation: visual analysis of the returned device identified: opening crack, wear abrasion, crease flat and delamination. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and delamination. Based on the device analysis the final assessment is: - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. - delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left side deflation¿. Device remains implanted.